Event description:
Adverse event(s): "refractive surprise" (postoperative refraction, unexpected). Product problem(s): "decentered lens" (dislodged or dislocated). A surgeon reported a pt with an unexpected postoperative refraction following intraocular lens (iol) implant surgery. The surgeon reported that following the implant procedure, the iol was noted to be decentered. The pt had a small pupil which made centration and alignment of the iol difficult to see. The surgeon initially placed the iol decentered nasally, but then recentered the iol prior to completing the procedure. The surgeon reported he was not aware the pt was taking flomax and thus believed the cause of the decentration was from anatomical/medication related issues. The iol was exchanged for a sulcus iol. The surgeon believed the cause of the refractive surprise was from the decentration of the iol which was caused by zonular dehiscence. The surgeon reported the pt is now plano and very happy. Additional info has been requested.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 03/12/2010, 03/16/2010, and 03/29/2010 by phone, fax, and mail. A completed questionnaire has not been received. (B) (4). (B) (4).